Event description:
It was reported that pt was treated with percutaneous thrombolytic device. After insertion, device was spinning for 1 or 2 secs and at that moment pt suffered pain. Physician checked device & saw under x-ray that tip of device broke away from catheter. Physician then attempted to "pull back" basket into catheter; however, it was not possible. Physician was able to remove everything except tip of catheter, which remains inside pt. Catheter was placed straight forward.

Manufacturer narrative:
In 2007, it was reported that a decision was reached that tip of catheter will remain in pt, because md thought it wouldn't harm pt. Operation was then a "no" option. A f/u report will be filed if more info becomes available.